Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles, opening, underweight. A microscopic analysis was performed which identified crease sharp opening on posterior and have stress marks. Based on the device analysis the final assessment is: -a crease sharp broken on posterior due to a fold flaw opening. -non-penetrating nick (stress marks). Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.